Event description:
It was reported that during lead and battery testing, the patient complained of stimulation pain. The patient will continue to be monitored, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.